Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three clips crisscrossed, and two didn't close and some clips double fired, sometimes dry fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.